Event description:
It was reported that during the implant procedure after the left ventricular (lv) lead was placed in the vein, the guidewire was att empted to be removed, but it was peeled and broke with a part remaining inside the lead with the distal portion of it out and inside the vein of the coronary sinus. It was only possible to remove one portion of the guidewire at first, while the other portion of the wire was still inside the lead in the vein. Pulling the thread left to peel, the physician managed to remove all of the guidewire without further trouble. It was noted that the guidewire coating was separated from the wire. No patient complications have been reported as a result of this event.